Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive results when using kit bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1189936. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported that the bd veritor¿ sars-cov-2 and flu a+b produced a false positive result. Pcr testing was used to confirm that the result was discrepant, and the erroneous result was not reported to clinicians. There was no report of adverse patient impact. This complaint was created to capture the 1st of 3 related incidents. Eua#: (B)(4). The following information was provided by the initial reporter: "customer is claiming 3 false positive results. Asymptomatic patients pre op ages: 19 years old, 70 years old and 79 years old. Pcr test as confirmatory test." "Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? N/a. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N/a".

Manufacturer narrative:
Correction: the following fields were entered incorrectly and have been updated: d2: common device name: not classified. D2: medical device type: qmn.

Event description:
It was reported that the bd veritor¿ sars-cov-2 and flu a+b produced a false positive result. Pcr testing was used to confirm that the result was discrepant, and the erroneous result was not reported to clinicians. There was no report of adverse patient impact. This complaint was created to capture the 1st of 3 related incidents. Eua#: (B)(4). The following information was provided by the initial reporter: "customer is claiming 3 false positive results. Asymptomatic patients pre op ages: 19 years old, 70 years old and 79 years old. Pcr test as confirmatory test." "Were any erroneous results reported to the doctors? No if yes, were any patients treated based on erroneous results? N/a if yes, did the erroneous treatment have any adverse impact to the patient(s)? N/a".

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veritor¿ sars-cov-2 and flu a+b produced a false positive result. Pcr testing was used to confirm that the result was discrepant, and the erroneous result was not reported to clinicians. There was no report of adverse patient impact. This complaint was created to capture the 1st of 3 related incidents. Eua#: (B)(4). The following information was provided by the initial reporter: "customer is claiming 3 false positive results. Asymptomatic patients pre op ages: (B)(6). Pcr test as confirmatory test." "Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? N/a. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N/a."